Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. No defects or deficiencies that would result in the cannula failing to insert correctly and/or the pump failing to deliver were confirmed.

Event description:
The customer reported high bgs (blood glucose) and that the cannula did not deploy. (B)(6).